Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. No problem was detected. This supplemental is being filed to capture the product investigation results and to update the explant date.

Event description:
It was reported that this pacemaker was part of a system revision due to pocket skin erosion. Additional information received indicates that the patient also had an infection with sepsis. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this pacemaker was part of a system revision due to pocket skin erosion. Additional information received indicates that the patient also had an infection with sepsis. There were no additional adverse patient effects reported. The pacemaker was explanted.